Event description:
The customer reported that they intubated a patient for orthognathic surgery with a 6.5 cuffed nasal rae. The right nare was prepared by applying a vasoconstrictor and lidocaine jelly for topical anesthesia and lubrication. The 6.5 nasal rae was opened and the cuff and inflation line was pretested. There were no issues with the tube. The distal portion of the tube was lubricated with lidocaine jelly and the tube was inserted, and the cuff was inflated. The patient was connected to the anesthesia machine for ventilation. About five minutes after the intubation, a low pressure alarm was noted and air was escaping through the mouth. An attempt was made to reinflate the cuff without success. The 6.5 nasal rae was removed and the patient was then intubated orally using a 6.0 mlt.

Manufacturer narrative:
No analysis or conclusion can be drawn without the device. Return of the nasal rae tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.